Event description:
It was observed that during the device evaluation, the probe cover of the videoscope was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe cover of the videoscope was burned. Based on the results of the investigation, although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event can be detected and prevented by handling device in accordance with the following instructions for use (IFU): gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 4 operation: 4.3 using endoscopic therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.